Event description:
The manufacturer received information on ds2adv auto CPAP device alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, inflammatory response, thyroid cancer, suffers from sore throat. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.